Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock was implanted with an impella cp device to provide mechanical circulatory support. While in the catheterization lab, a white alarm appeared stating "unexpected controller-turn off - change to back up controller if situation won't change." The alarm ceased without any manual intervention. Furthermore, establishing a connection to impella connect was unsuccessful, although the blue light on the connect module was illuminated. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.